Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alarmed no delivery and motor error. The customer's blood glucose level was 200 mg/dl. The customer performed troubleshooting and confirmed that insulin exited the tubing. The customer was advised to change their entire infusion set and return it for analysis. The customer's items were replaced.